Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose after a long bike ride while out of continuous glucose monitor (cgm) sensors and relying on a glucometer, with a nadir of 61 mg/dl that improved to 108 mg/dl after treatment with oral carbohydrates as part of a meal; no device alerts or alarms were reported, and no specific device component issue was identified. Symptoms included flushing associated with hypoglycemia. Outcomes included a minor, non-serious illness/impairment and the need for unexpected medical intervention consisting of oral glucose intake. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.